Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to adverse tissue reaction associated with dual taper corrosion of the left total hip prosthesis.